Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the image noise was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope bending and insertion tube had defects. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a cut on the charge coupled device cable and damage to the contact of the video plug caused image noise and prevented the image from being displayed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found water tightness was lost, there was peeling between the objective lens and the distal end, the switch 1 was discolored, the angulation wires were worn causing the up direction movement to be out of standard values, the adhesive on the protective coating of the bending portion of the device was chipped, and there were scratches on the protective coating of the bending portion of the device, the control unit, the grip, the up/down plate, the right/left plate, the angulation lever, the light guide connector, the light guide cover glass, the switch 1, the video connector case, and the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.